Manufacturer narrative:
Emdr section h6, codes d12, d1001, d1002 updated to reflect results of investigation. The findings from the evaluation of the provided radiographic images is consistent with the failure of difficult to cannulate and occluded right common iliac. The images appear to show the occlusion of the right common iliac. The cause of the reported failure, is attributed to the patient's very narrow and tortuous anatomy. In addition, the physician reported the occlusion may have occurred due to factors such as plaque shift during the procedure.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an impending rupture of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis gore® dryseal flex introducer sheath and gore® molding & occlusion balloon catheter. After the proximal end of the trunk ipsilateral leg endoprosthesis (gore® excluder® conformable aaa endoprosthesis) was deployed, cannulation of the contralateral gate was attempted via the right access. However, the wire and catheter could not be advanced through the origin of the right common iliac artery. It was reported that the origin of the right common iliac artery was very narrow and tortuous. The trunk ipsilateral leg endoprosthesis was fully deployed and a touch-up was performed. Then, cannulation from the left side to the right common iliac artery was attempted, but it could not be advanced through the right common iliac artery. After several attempts, angiography was performed, revealing that the right common iliac artery was completely occluded. The procedure was converted to an aortouniliac (aui) procedure with a femoral-femoral artery bypass. A contralateral leg endoprosthesis was implanted to extend the ipsilateral leg of the trunk ipsilateral leg endoprosthesis, and an aortic extender endoprosthesis (gore® excluder® conformable aaa endoprosthesis) was implanted to cover the contralateral gate side. The patient tolerated the procedure. It was reported that the right common iliac artery occlusion might have occurred due to factors such as plaque shift during the procedure because the right common iliac artery was patent before the procedure and during intra-procedural angiography.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.